Event description:
It was reported that a patient slid off of the operating room table while in trendelenburg position during robotic case. Patient was not initially strapped/taped to table but was eventually taped on shoulders & torso. There were no patient or staff injuries as a result of the event.